Event description:
It was noted on (B)(6) 2013 that this lead had a shock lead impedance measurement greater than 125 ohms exhibited while delivering a shock. The physician and facility is unknown in france. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).